Manufacturer narrative:
The ca2 reagent lot number was 787161 with an expiration date of 30-jun-2025. The field service engineer (fse) noted overflowing cells and adjusted the main pump pressure. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for approximately 200 patient samples tested for multiple assays on a cobas c 503 analytical unit. The customer provided an example of discrepant results for 1 patient sample tested for calcium gen.2 (ca2). The initial result was 1.79 mmol/l. The repeat result was 2.38 mmol/l. The repeat result was believed to be correct.